Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address "clunking" in the knee when bending. The patient had an attune rp implanted. The surgeon cleared the soft tissue off the patella and around the knee. He went from a 7 mm ps poly to a 10 mm poly. No further info is known or available at this time. No instruments were broken, therefore nothing was removed from patient. Doi: (B)(6) 2018. Dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.